Manufacturer narrative:
As the device has been implanted for 19 years, it is likely that the loosening and wear of the bushes is related to normal wear and tear of the device, however, the exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
It was reported by the surgeon that the patient's distal femur that had been implanted on (B)(6) 1992, had worn bushes. This complaint has been split into two to address both issues raised (B)(4) (3004105610-2014-00063); loosening and (B)(4) (3004105610-2016-00152) worn bushes.